Event description:
The customer tested his blood glucose using his contour meter and received a reading higher than 200 mg/dl. The actual result was not provided. He retested using another meter and received a reading of 150 mg/dl. If the contour reading was 296 mg/dl or higher, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for eval, but they were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.